Event description:
During a remote transmission initiated by the patient, there was the information of an episode of ventricular tachycardia treated by atp; however it was not between the stored episodes in the device memory when the patient went to the follow up. Preliminary analysis did not reveal any device issue.

Manufacturer narrative:
(B)(4)

Event description:
During a remote transmission initiated by the patient, there was the information of an episode of ventricular tachycardia treated by atp; however it was not between the stored episodes in the device memory when the patient went to the follow up. Preliminary analysis did not reveval any device issue.